Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of intimal dissection is listed in the xience sierra instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2019, a 4.0x18mm xience sierra stent was implanted in the mid left anterior descending (lad) coronary artery lesion. Following, a distal edge dissection occurred. As treatment, a 3.0x12mm xience sierra stent was implanted, resolving the event. No additional information was provided regarding this issue.